Event description:
A blood leak occurred at the starting of hemodialysis treatment. The leak was observed with blood leak alarm. The blood loss volume was 150cc. The pt was well and no medical treatments were given.